Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture and capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation primary with a mentor memorygel breast implant 275cc and suffered from left breast implant rupture and bilateral capsular contracture. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 400cc on (B)(6) 2021. This medwatch is for the left breast implant.

Manufacturer narrative:
On 3/9/2021, it was reported to mentor that the rupture was only on the right side and not the left side. Rupture symptomatic code was removed from left side and added to right side. Manufacturer¿s reference number: (B)(4).